Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. Access was obtained via the femoral artery. The 95% stenosed target lesion was located in the mild-moderately calcified and moderately tortuous obtuse marginal (om). After predilated the lesion, a 16x2.25mm ion stent delivery system (sds) was advanced however it an attempt was made to pull it back into the guide catheter and the stent dislodged from the delivery device. The stent was removed with a snare and the procedure was completed with dilatation only. No additional patient complications were reported and the patient's status is good. The patient will be medically treated.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of 10 cm of a snare and the taxus element/ion stent. The stent was returned connected to the snare. The entire length of the stent was stretched with bent and flared stent struts. The taxus element/ion stent delivery system was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. Access was obtained via the femoral artery. The 95% stenosed target lesion was located in the mild-moderately calcified and moderately tortuous obtuse marginal (om). After predilated the lesion, a 16x2.25mm ion stent delivery system (sds) was advanced however it an attempt was made to pull it back into the guide catheter and the stent dislodged from the delivery device. The stent was removed with a snare and the procedure was completed with dilatation only. No additional patient complications were reported and the patient's status is good. The patient will be medically treated.